Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a female patient who had essure inserted (lot no. B85138_2) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), cognitive disorder ("cognitive disorders"), fatigue ("chronic fatigue"), menstrual migraine ("migraines during menstruations"), myalgia ("muscle pain"), vitamin b12 deficiency ("vitamin b12 deficiency"), ear infection ("recurrent otitis"), tinnitus ("tinnitus"), dizziness ("dizziness"), temperature intolerance ("severe cold intolerance"), abdominal pain upper ("gastric pain"), constipation ("constipation"), balance disorder ("equilibrium disorders"), memory impairment ("memory disorders"), aphasia ("aphasia"), migraine ("persistent migraines"), paraesthesia ("paraesthesia") and night sweats ("night sweats"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to cognitive disorder, fatigue, menstrual migraine, myalgia, vitamin b12 deficiency, ear infection, tinnitus, dizziness, heavy menstrual bleeding, temperature intolerance, abdominal pain upper, constipation, balance disorder, memory impairment, aphasia, migraine, paraesthesia or night sweats. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2023. The most recent information was received on 28-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a female patient who had essure inserted (lot no. B85138_2) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), cognitive disorder ("cognitive disorders"), fatigue ("chronic fatigue"), menstrual migraine ("migraines during menstruations"), myalgia ("muscle pain"), vitamin b12 deficiency ("vitamin b12 deficiency"), ear infection ("recurrent otitis"), tinnitus ("tinnitus"), dizziness ("dizziness"), temperature intolerance ("severe cold intolerance"), abdominal pain upper ("gastric pain"), constipation ("constipation"), balance disorder ("equilibrium disorders"), memory impairment ("memory disorders"), aphasia ("aphasia"), chronic migraine ("persistent migraines"), paraesthesia ("paraesthesia") and night sweats ("night sweats"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to cognitive disorder, fatigue, menstrual migraine, myalgia, vitamin b12 deficiency, ear infection, tinnitus, dizziness, heavy menstrual bleeding, temperature intolerance, abdominal pain upper, constipation, balance disorder, memory impairment, aphasia, chronic migraine, paraesthesia or night sweats. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. The lot number report cioms b85138_2 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-apr-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.